Event description:
It was reported to philips that the device experienced an ECG failure. There was no report of patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty processor pca, however the customer declined repair of the device. Although no repair was performed, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was a faulty processor pca. The device remains at the customer site and no further evaluation is warranted at this time.